Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation but was unable to cross the lesion. A coyote fc balloon catheter was then used for dilation, and for size up, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was then advanced. However, during the initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with 2.5mmx150mm coyote balloon catheter. No patient complications were reported and the patient's status was good.